Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. At 2:00 pm the patient had a blood glucose result of lo mg/dl on an unknown system. The patient experienced symptoms of low blood sugar and was able to self treat by eating mandarins and sugar sachets. Around 7:00 pm the patient's blood glucose level was 220 mg/dl and he delivered a bolus of 7 units. The blood glucose continued to rise to 300 mg/dl, and the patient delivered another bolus of 3 units at 11:00 pm. At 12:30 am the patient had a blood glucose result over 300 mg/dl and the customer's wife called the ambulance. The type of treatment provided by the emt's was not provided. The patient was taken to the hospital. The type of treatment provided by the hospital was not provided. Caller did state "they only removed the micro to the patient and did not give any therapy". Despite treatment the customer's blood glucose remained elevated at 270 mg/dl. It is unknown how long the patient was hospitalized, but caller did indicate the patient was home by (B)(6) 2018. The infusion device was requested to be returned for product evaluation.